Event description:
The facility's biomedical technician reported a fail code 812:00. The biomedical technician did not have info regarding whether the failure occurred during pt use or biomed testing. Add'l contact info was requested but no add'l contact was identified. The bioemdical technician stated that there have been no reports of any pt incident involving this pump since the last baxter service event.